Event description:
Boston scientific crm rec'd info that the pt with this implantable cardioverter defibrillator (ICD) was hospitalized after collapsing. The pt was unable to be resuscitated and subsequently died in 2008. The ICD was unable to be interrogated with a guidant programmer after several attempts. The pt's family agreed to remove the ICD. It was noted that the device was implanted subpectorally in the recommended position with the serial number facing away from the ribs. No macroscopic damage could be seen visually on the device. In addition, the implanted right ventricular defibrillation lead was also removed. Both the device and lead were retuned for lab analysis. At a later date, it was reported that during the extraction, the lead was easily removed. A lead dislodgement was suspected.

Manufacturer narrative:
The device could not be interrogated due to a depleted battery. When the battery was restored, the device was in fallback mode and the memory was corrupted. Further analysis revealed a portion on the power module was cracked and lifted. Impedance measurements of this module indicated that it was subjected to high voltage overstress consistent with damage incurred when the output is shorted during a high voltage shock. Analysis of the lead found discoloration at the proximal end of the proximal shocking coil. The insulation was not breached in this area but there was evidence of crush that resulted in distal hv cable and proximal hv coil shorting and arcing to the device. Pt x-rays revealed that the proximal coil was in the pt's clavicular region. This damage in the proximal coil resulting in the shorted condition was probably caused by the impact from the clavicle.